Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are having problems with the device. When it was on, it felt like it was stabbing them and there were bumps coming up. It was hard for them to walk and every time they got up it was excruciating. They went in to the doctor's office and told them about it like a week after it was put in. They said to try turning it up. They turned it up and they were still having a problem. At that point it was just shocking them. They decreased and the pain did not go away, but since they turned it off completely, they don't feel like they are being stabbed anymore. They think the doctor put it on the wrong nerve or something. They have tried all 7 programs. The caller reported the trial worked so well and this is like a living nightmare. The caller reported that the dr will not see them and they can only see the nurse. The patient was redirected to their healthcare provider to further address the issue. Emailed physician listings.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.